Event description:
MFR report #: 9617175-2025-00008. The complainant reported: '(B)(6) 2025, attended emergency room for forehead wound following a fall and door corner. Disinfected with dakin and [?]blue xylo' at home. No unconsciousness or vomiting. In emergency, wound disinfected and glue applied by the intern, then when back home. On (B)(6) 2025: attended emergency department for frontal oedema and glued wound, no fever at home, frontal oedema without local inflammatory signs, glued wound no pus, t°c 37.1 conclusion: frontal oedema with no evidence of wound infection or underlying abscess. Advice: monitor temperature at home, consult if fever or pus develops. On (B)(6) 2025: attended emergency department for fever with eyelid oedema, referred to paediatrics. Suspicion of cellulitis of the face confirmed by ent opinion. Doliprane at home then revomited. Unable to open both eyes, clinical condition deteriorating. On clinical examination: right frontal para-medial wound covered with biological glue with a haemato-purulent "bulla" appearance. Bilateral palpebral oedema predominantly on the right rpm present bilaterally, oculomotricity preserved subject to the difficulty of examination. On biology: biological inflammatory syndrome with crp 101 on scan: no subcutaneous or orbital collection; infiltration of soft tissue, no sign of complications such as thrombophlebitis glue removed, wound trimmed, cleaned and sutured loosely overall: facial cellulitis, started on augmentin. To date (B)(6): good progress, apyretic, reduction in redness of eyes, regression of biological inflammatory syndrome, no swelling, non-oozing wound.'

Manufacturer narrative:
MFR report #: 9617175-2025-00008 the complainant reported: '(B)(6) 2025, attended emergency room for forehead wound following a fall and door corner. Disinfected with dakin and [?]blue xylo' at home. No unconsciousness or vomiting. In emergency, wound disinfected and glue applied by the intern, then when back home. On (B)(6) 2025: attended emergency department for frontal oedema and glued wound, no fever at home, frontal oedema without local inflammatory signs, glued wound no pus, t°c 37.1 conclusion: frontal oedema with no evidence of wound infection or underlying abscess. Advice: monitor temperature at home, consult if fever or pus develops. On (B)(6) 2025: attended emergency department for fever with eyelid oedema, referred to paediatrics. Suspicion of cellulitis of the face confirmed by ent opinion. Doliprane at home then revomited. Unable to open both eyes, clinical condition deteriorating. On clinical examination: right frontal para-medial wound covered with biological glue with a haemato-purulent "bulla" appearance. Bilateral palpebral oedema predominantly on the right. Rpm present bilaterally, oculomotricity preserved subject to the difficulty of examination. On biology: biological inflammatory syndrome with crp 101 on scan: no subcutaneous or orbital collection; infiltration of soft tissue, no sign of complications such as thrombophlebitis. Glue removed, wound trimmed, cleaned and sutured loosely overall: facial cellulitis, started on augmentin. To date (B)(6): good progress, apyretic, reduction in redness of eyes, regression of biological inflammatory syndrome, no swelling, non-oozing wound.' As per FDA 21 cfr 803.3, a 'serious injury' is defined as: 'an injury or illness that: is life threatening. Results in permanent impairment of a body function or permanent damage to a body structure, or necessitates medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure.' Ams cannot conclude that this adverse event was device-related. However, as this event required medical intervention, in the form of antibiotics, to preclude permanent impairment of a body function.